Manufacturer narrative:
A ge service representative evaluated the system and adjusted the input transformer and the 5 volt power supply. The system operates as intended.

Event description:
The customer reported that the system intermittently shut down. This would result in an intermittent, recoverable loss of imaging functionality. This could cause procedural delays. Ther is no report of injury or death associated with this event.